Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dot on the line of a small volume intermate. It was unknown whether the dot was inside or outside the line. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured june 17, 2015- june 19, 2015. The device was received for evaluation. Visual and microscopic inspection were performed and revealed the presence of a black spot, approximately 0.06 square mm in size, located on the exterior surface of the tubing. The black spot was not in the fluid path. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.